Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician intended to use resolute integrity rx stent to treat a lesion. The device was removed from packaging per IFU and inspected with no issues noted. No resistance was noted during device advancement into the guide catheter and no excessive force was used. The target lesion in the 1/3 prox da had high tortuosity, moderate calcification and 90% stenosis. It was reported that the shaft of the delivery catheter kinked/broke and got stuck in the middle of the guide catheter. No patient injury reported.